Event description:
A customer reported that on (B)(6) 2011 erroneous, low phosphorus (phosm) results were generated on a unicel dxc 800 synchron system for twelve patient samples. The erroneous phosm results were reported out of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The instrument phosphorus quality control (qc) results did not recover within the customer's established specifications the day prior to the event. Additionally, instrument recalibration results failed to meet established specifications prior to the event. The customer noticed that the stirrer motor was not spinning. The stirrer motor was replaced. Upon the completion of repairs, the instrument was recalibrated successfully and returned into service data provided by the customer indicates that upon repeat testing, the results were higher and regarded as valid. Six amended reports were issued. Patient information and sample collection/handling information was not provided by the customer.

Manufacturer narrative:
Instrument was assessed by customer. It was determined that the stirrer motor needed to be replaced. Upon completion of necessary repairs the instrument was returned into service.